Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began experiencing power limit advisory alarms and black dust was reported to have been observed coming from the pt's driveline. A vent filter sample submitted to the MFR for analysis showed evidence of main bearing wear. After initiation of anti-hypertensive medications and sbp reduction, it was reported that the alarm conditions ceased and did not present again while the pt was at the hospital. Once the pt was stable, he expressed that he did not want a pump exchange and he was discharged home. Two weeks later, the pt presented at another hosp with symptoms of device failure and a decision was made to exchange the lvad with another lvad due to the device end of life.

Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues reported. The explanted device was returned to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.